Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 16.2 mg/ml morphine at 6.497 mg/day and 5.0 mg/ml bupivacaine at 2.0051 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that during the patient's previous refill on (B)(6) 2018, the expected residual volume was 3 ml, however 6 ml was as pirated. Then, during a refill on (B)(6) 2018, the expected volume was 3 ml, however 13 ml was aspirated. The patient was not experiencing withdrawal or overdose. The patient did state she had pain, but her function had increased. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. A dye study was to be ordered and no interventions or actions had been taken to resolve the issue. It was unknown if surgical intervention would occur. The patient's status was "alive-no injury" and the issue was not resolved. No further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 16.2 mg/ml morphine at 6.497 mg/day and 5.0 mg/ml bupivacaine at 2.0051 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that during the patient's previous refill on (B)(4) 2018 the expected residual volume was 3 ml, however 6 ml was as pirated. Then, during a refill on (B)(4) 2018, the expected volume was 3 ml, however 13 ml was aspirated. The patient was not experiencing withdrawal or overdose. The patient did state she had pain, but her function had increased. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. A dye study was to be ordered and no interventions or actions had been taken to resolve the issue. It was unknown if surgical intervention would occur. The patient's status was "alive-no injury" and the issue was not resolved. No further issues were reported.